Event description:
Caller alleged discrepant results compared with the lab. Results as follows; inratio: 4.0, inratio (re-test): 3.5, lab: 3.0. Lab draw performed within minutes of meter testing. Customer is also observing multiple qc errors and nnn errors with another pt.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio: 4.0, reference: 3.0, mean: 3.50, confidence limits: 2.0-5.0. (B)(6)2010, 3.5, 3.0, 3.25, 1.9-4.6. Tests are performed within minutes between inratio and reference readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Inratio precision data provided by end-user: date: (B)(6)2010, 1st inr: 4.0, 2nd inr: 3.5, mean: 3.75, sd: 0.35, %cv: 9.43. Since 9.43% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Customer obtained qc and nnn errors. Qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem this failure mode will continue to be monitored to determine if corrective action is warranted. Nnn errors may be generated if device is not used as directed. No info in the complaint indicates misuse. The errors may be also generated by incorrect sampling/technique. No info indicates a technique issue on the part of the user. No lab draw result available. Unable to determine the root cause.